Event description:
It was reported that the patient was initially programmed to lower settings; however, after seizures began to return settings were increased. Beginning (B)(6) 2023 patient began complaining of pain, shocks, and burning from the generator site. The patient had x-rays performed and no anabolites were seen. No other relevant information has been received to date.